Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer replaced the matrix full height drawer 3 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system main 3 drawer failed, prevented the user from accessing medication for a procedure. The customer stated that the required medication was retrieved from an alternative device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: b5, d1, d2, d5, g6, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that there was drawer failure. The field service engineer replaced matrix full height drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis anaesthesia es system had a supply drawer issue. The customer was able to retrieve the medication from another station. There were no adverse events or injuries reported based on this incident.